Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered weakness in left leg, inability to move her left side from the waist down, pain, dyspareunia, recurrent incontinence, infections and depression.